Event description:
It was reported that the customer had inconsistent blood glucose levels; it would go really high and really low. The caller stated that the customer passed away on (B)(6)2016 in hospice care. The cause of death was renal failure. The customer had kidney failure, heart disease and had a stint in the heart. The caller stated that the customer went on dialysis last year, but, in (B)(6) decided to go off dialysis. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it had been disconnected on (B)(6) 2016 since the customer chose not to wear it. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with a (B)(6) duralock alkaline battery. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: (B)(6).